Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the inner blade of the shaver broke while shaving soft tissue; however, it was retrieved and a replacement was available.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The complaint 4.0mm angled aggressive plus, long hip blade, formula was visually inspected under microscope and took several pictures. Inner cutter: inner tip broke and was received. Also the inner tip tooth was deformed. Outer housing: the sample showed excessive wear marks inside the housing window diameter. The probable root cause/s could be excessive force applied by the user, the blade comes contact with a hard object.

Event description:
It was reported that the inner blade of the shaver broke while shaving soft tissue; however, it was retrieved and a replacement was available.